Manufacturer narrative:
Follow-up #1 date of submission 04/23/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/09/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed pump reboots associated with battery changes. During a visual inspection of the pump, no damage was observed to the battery compartment; however, the coin slot on the battery cap was damaged and made it difficult to detach from the pump. A leak test was performed and failed due to a display lens leak. A power interruption was not duplicated during testing. The pump case was removed and no evidence of moisture ingress or intermittent connections was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter stated that the pump casing was cracked near the battery compartment, and the battery cap did not secure properly to the pump; the yellow o-ring remained visible. Allegedly, the battery cap was never replaced, and the display lens was foggy with moisture. The pump was also reportedly rebooting without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.